Event description:
It was reported that during a laparoscopic colon procedure, a boo sound was heard when a forceps was removed from the device. Another device was used to complete the case. There were no adverse consequences to the patient. The abdominal air pressure was 10l/min and it was high flow.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was received with cap/base of the sleeve assembly separated. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received with cap/base of the sleeve assembly separated. In addition, the obturator was noted damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # h90782 expiration date: 01/2016 manufacturing date: 02/2011 (B)(4) sleeve assembly. The analysis results found that the device (c) was received with cap/base of the sleeve assembly separated. In addition, the obturator was noted damaged. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A potential cause of this condition is the repeated use of eto as a sterilization agent. Single-use trocars are not to be reused, reprocessed or re-sterilized. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device c additional information: batch # h90615 expiration date: 12/2015 manufacturing date: 01/2011 (B)(4) sleeve assembly.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.